Event description:
Customer reporting erratic sars result for 1 male asymptomatic patient (off-label use at the time of report). Initial test resulted negative and repeat test resulted positive. No confirmation testing was reported done. Testing was performed as part of a routine employee screening. Others in contact with the patient also received conflicting positive and negative results around the same time frame.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.